Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge and had sufficient usable insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge and infusion set, resumed insulin therapy with new supplies, and requested replacements, and technical support explained that supplies were interchangeable, clarified that not all components needed to be changed if only one was compromised, and sent goodwill replacement order.